Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, manual stapler would not fire when requested. The handle was shut over tissue when creating the anastomosis as part of a lap anterior resection. The green button was depressed, but stapler would not fire. New stapler and reload was opened and worked correctly. The circular stapler was fired as part of an anastomosis for a lap anterior resection. Leak test was conducted after firing to detect if there was a leak. The surgeon felt detected the leak aft firing. It required to suturing over the stapling line to secure the anastomosis.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and functional evaluation of the reload found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.